Event description:
The recipient is reportedly experiencing pain and redness near the magnet site following a MRI. It was reported the proper antenna coil and head wrap were used as instructed. The recipient was advised to cease device use and was prescribed prednisone.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's symptoms have reportedly resolved and the recipient is using the device. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.